Event description:
The technician alleged that the foot end brake casters would not hold on the stretcher. No patient impact.

Manufacturer narrative:
The technician replaced the foot end brake linkage to resolve the issue.